Manufacturer narrative:
The serial number is unknown.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was near empty when the operator proceeded to put the medication in. The device displayed a biomed error. There were no adverse events reported.